Event description:
On (B)(6) 2026, a patient underwent an ultrasound guide breast biopsy procedure via normal density tissue using the maxcore. During the procedure, the stylet of the device needle bent. Further it was reported that difficulty in removing the device from patient. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guide breast biopsy procedure via normal density tissue using the maxcore. During the procedure, the stylet of the device needle bent. Further it was reported that difficulty in removing the device from patient. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the one maxcore device in half primed position, the needle was covered with needle protector, and the sample notch was bent, and the product labelling information was shown which does match and verifies with tw. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported difficult to remove as no objective evidence was shown in the provided photo to support the reported event and the reported needle bent issue is confirmed as the needle in the provided photo was noted to be bent. A definitive root cause for the reported difficult to remove and reported needle bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.